Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. Upon visual inspection the reservoir tank was found cracked around the screws, worn line cord, crack around the enclosure, crack to the front cover, and the pole mount was broken. The tank was filled with water and powered on with the disposable; leaking observed. The lcd was found to work as intended. No action taken due to the age and condition, device is deemed beyond economical repair and will be scrapped. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface. The following has been concluded: 1) cracked reservoir cover led to leaks at the bottom of the reservoir which can be from the user overtightening the bolts on the reservoir cover causing cracks; 2) lcd functions as intended with other issues causing low temperature on the display which is unknown cause.

Event description:
Information was received indicating that the tank to a smiths medical level 1® hotline® low flow system was observed to be leaking. The display is also reported to be broken. There were no reported adverse effects as this fault occurred prior to use.